Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that following a breast biopsy a small piece of glass or plastic was in specimen which hadn't been seen in prior images. The site reported the artifact was seen on the specimen image only. No harm to the patient or user, no additional interventions were required and the procedure was successfully completed.